Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient has to catheterize more and they are unable to void by themselves. Caller noted the patient programmer (pp) indicates stimulation is on; they are at 2.0v on program 3. The hcp also noted that they feel stimulation in the bike seat. As a result of what was reported, stimulation was increased to 2.05v. Caller will monitor the patient and call back if they need to change to a different program. No device issue was reported and no further patient complications have been reported as a result of this event.